Event description:
The patient had a fever for days. And was diagnosed with infective endocarditis. A transoesophageal echocardiography showed, vegetation on the biontronik right atrial lead. The patient was hospitalized and treated with antibiotics. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).